Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap gastric bypass procedure, the device was not forming staples on the distal tips and the knife blade was not fully advancing. Another device was used to complete the procedure. There was no patient consequence.